Manufacturer narrative:
A2. Age at time of event - date of birth: (B)(6) 2020 should be removed from initial MDR claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimension and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Due to excessive vault and refractive surprise, the lens was exchanged for a same length but different power lens. The problem was resolved. The cause of the event was reported as unknown. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Due to excessive vault and refractive surprise, the lens was exchanged vertically for a same length but different power lens. The problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. Claim # (B)(4).